Event description:
The MFR received info alleging a "service required" alarm condition occurred. There was no pt harm or injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service center, a failure related to the oxygen blending board was observed. The device's oxygen blending board was replaced to address the issue.